Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/14/2025, it was reported by an arthrex subsidiary employee via email that the sutures from an ar-2257 ac tightrope repair kit broke when passing it through the tunnel. When the surgeon slightly tensioned the sutures, they broke. The case was completed using another product. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2025. Additional information was received on 2/25/2025: the case was completed using another ar-2257 ac tightrope repair kit. There was no delay in the case, and further anesthesia was necessary.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive force during the tightening process.